Manufacturer narrative:
One used device was returned for evaluation. Visual inspection of the returned device did not reveal any defects. Using a syringe, 10 ml of air was inserted into the inflation system. Only a small portion of the cuff inflated. The instruction for use states under directions to: "attach a syringe to the pilot balloon and inflate the cuff with 5ml of sterile water". If the cuff does not inflate completely, squeeze the pilot balloon while massaging the cuff. If the cuff still does not inflate, use a new tube. Following the directions in (IFU), the pilot balloon was squeezed, which forced the air into the cuff (reference picture). The cuff was deflated and inflated several times without issue. The investigation determined that the device functioned as designed.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes siliconized cuff overstretches and cannot be blocked. Unknown if any patient adverse events occurred.